Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: one pump was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal was lifted. Service history review identified the device has not been in for service in the past 12 months. Functional testing confirmed the customer reported issue. The investigation determined the cause of the issue was the dso seal being lifted. The dso seal was replaced.

Event description:
It was reported that the device had a downstream occlusion (dso) seal blister. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.